Event description:
It was reported via repair work order that the head end wouldn¿t lower due to the head right siderail bed up button was sticking due to damaged label. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.